Event description:
It was reported that the pump exhibited a "double beep, no cassette" error message. It is unknown whether the error occurred during infusion. No injury was reported.

Manufacturer narrative:
One used pump was received for investigation. A visual inspection found the device to be in "fair" physical condition; the rear housing was observed as being cracked. There was no evidence of the reported error in the event history log. The device was powered up and started "double beeping". The double beep was attributed to a faulty downstream occlusion sensor. A root cause for the faulty sensor could not be determined.